Manufacturer narrative:
Additional issues were identified during the device evaluation: the up and down knob could not be locked securely due to wear of the forceps elevator lever; water tightness was lost due to a pinhole in the channel tube; due to damage on the pipe protecting the forceps elevator wire; the number of missing elements exceeded the standard value due to damage on the ultrasonic probe; the adhesive around the light guide lens had wear; the adhesive around the bending section cover had a crack; the bending angle in the right direction did not meet the standard value due to wear of the angle wire; and the image guide protector had a cut. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met the final product release criteria. No abnormalities were found. Complaint history review: there were no complaints of events that were the same or similar to the reported events at the same facility and on the same device. However, a similar complaint, (B)(4) was initiated from another facility. Conclusion: the root cause could not be identified; however the information indicates that the actual wear was caused by customer handling. The wear of the actual product is described as follows in the instruction manual. As a result, it is judged that the phenomenon of pointing out can be prevented. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor the field performance of this device.

Event description:
The evis exera ii ultrasound gastrovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the following reportable malfunction was found: there was a gap between the acoustic lens and the ultrasound probe. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.